Manufacturer narrative:
Concomitant product(s): vanguard cementless cr porous femoral right 62.5, item number: 183046, lot number: 016350. Vanguard hxlpe anterior stabilized bearing 12x3, item number: 189022, lot number: 110670. The following sections could not be completed with the limited information provided. Dob - ni. Weight - ni. Date of event - ni. Expiration date - ni. Date explanted ¿ na. Manufacture date - ni. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that following a total knee arthroplasty, the patient is experiencing pain. There are no issues visible from the radiological tests performed. The surgeon is performing more tests and examinations on the patient.

Manufacturer narrative:
The following sections were corrected: lot number - changed to "j3484491" from "j384491." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient refers to pain.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Investigation of this incident is currently ongoing. A follow-up/final report will be submitted when additional information becomes available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices were received; therefore the condition of the components is unknown. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.